Event description:
This operating room table was in use with an obstetrics pt. The pt was being prepared for a cesarean section, to be performed under spinal anesthesia. The pt was brought to the ob operating room and was positioned on the operating room table for the introduction of the spinal anesthesia. The table did not support the weight of the pt. The head part of the table went down causing a high spinal to be administered. On review: the o.b. Operating room table was removed and sent to the distributor for repair. An alternate model was delivered and is in use without incident.